Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hypoglycemia. The customer's blood glucose level was 2.7 mmol/l at the time of the incident. It was reported that the last sensor failed due the change sensor alert. It occurred the first day after insertion. The customer stated that they had no other issues in the past. The needle of the sensor was a little bent after removing. The device will not be returned for analysis.